Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 1/25/2021. The device evaluation was completed on 2/5/2021. The device was visually inspected and a reddish material was found as well as a cut on the surface of the pebax sleeve, reddish material & internal parts exposed were observed. A manufacturing record evaluation was performed for the finished device 30445566m number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a cut on the surface of pebax sleeve. Initially, it was reported that when the catheter was removed from the body, blood was found between the poles of the tip of the catheter. The caller stated that it was not a clot, but something that seemed like rubber that had blood stuck underneath it. The physician wanted the catheter replaced to continue the procedure. No adverse patient consequences were reported. The foreign material inside the pebax - no external damage issue was assessed as not MDR reportable. Since there was no damage to the pebax integrity that could cause the foreign material to travel into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 2/3/2021 that there was a reddish material and a cut on the surface of pebax sleeve. Reddish material & internal parts exposed were observed. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 2/3/2021.